Event description:
It was reported that this implantable pacemaker entered safety mode upon interrogation in-clinic. The patient had a rhythm of 40 beats per minute (bpm) and exhibited pectoral twitch. Pacing inhibition was also observed upon minimal arm movement. The patient was admitted to the hospital and an urgent device replacement was scheduled. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this implantable pacemaker entered safety mode upon interrogation in-clinic. The patient had a rhythm of 40 beats per minute (bpm) and exhibited pectoral twitch. Pacing inhibition was also observed upon minimal arm movement. The patient was admitted to the hospital and an urgent device replacement was scheduled; however, the replacement procedure has not yet been confirmed. No adverse patient effects were reported.